Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s extravascular lead and implantable cardioverter defibrillator (ICD) exhibited shock to failure. The extravascular lead and ICD remain in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.